Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient was unable/unwilling to provide exact blood glucose readings obtained. The patient was unable/unwilling to answer questions regarding their diabetes management regimen. The patient reported developing symptoms of "dizzy, blurry vision and weight loss" in the eight months following the start of the alleged issue. The patient reported receiving treatment for these symptoms but was unable/unwilling to provide further details. The alleged issue was not resolved with troubleshooting as the patient was unable/unwilling to answer further questions. The patient also alleged a power issue with the meter and mentioned that they had to use multiple test strips. The cca was unable to fully troubleshoot these issues. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia after the alleged inaccuracy issue began.